Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemporo 2 failed to power on when the adaptor was plugged into the power supply. A vaso view 6 evh system was used to complete the procedure. The hosp did not report any pt effects. The hosp intends ot return the product in question.

Manufacturer narrative:
The device has not yet returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).